Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for the teflon pad melted down but not completely detached. 70% of the teflon pad was separated from the jaw, exposing metal underneath the pad. The teflon pad was also split away on the side, with char marks on the split off portion. There was no breakage in the probe. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a laparoscopic bilateral tubal ligation procedure, the teflon pad melted down but did not fall off into the patient. There was no reported patient injury or additional bleeding, and the patient was reported to be currently stable. The procedure was completed with another similar device.